Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: site (B)(6). It was reported that on (B)(6) 2026, a 23mm epic max valve was implanted in the patient. Two weeks after the discharge, the patient presented with a syncopal episode at home. During hospitalization, an atrial fibrillation was identified, which progressed to atrial flutter. The patient was unresponsive to medication so electrical cardioversion was performed. A computed tomography (CT) scan reveled acute distal pulmonary embolism and anticoagulation was initiated.